Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial reports were forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial reports were forwarded in error and should be voided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Our investigation is ongoing. A follow-up/final report will be submitted when additional information becomes available.

Manufacturer narrative:
(B)(4). Age: (B)(6). Concomitant medical products- persona cr standard cemented femoral, catalog # 42502606001, lot # 62591750, persona fixed articular surface, catalog # 42511200514, lot # 62288280. Report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-01283, 0002648920-2019-00230. Our investigation is ongoing. A follow-up/final report will be submitted when additional information becomes available. Remains implanted.

Event description:
The patient underwent an initial left knee arthroplasty about four year ago. Subsequently, last month, patient complained of severe pain, decrease with adls, instability, and difficulty ambulating. Attempts have been made and additional information on the reported event is unavailable. No additional patient consequences were reported.